Event description:
Situation: skin protectant wipe in central line dressing kit was dry when packaging for protectant wipe opened. Background: a skin protectant is applied to the skin under the central line dressing. The product infor # is 161938 "tray dressing cvad adult". The product name on the label is "medline dressing kit: adult cvad/arterial line (including dialysis and large bore catheters). Medline product #dt18390a, lot #2024051090, expiration date [redacted date]. Assessment: unknown reason why skin protectant pad dried out when in unopened packaging. Recommendation: report placed to track and trend if any further dressing sets with the same problem. Manufacturer response for skin protectant wipe, (brand not provided) (per site reporter) reported to mfg rep on [redacted date].